Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have received a no delivery alarm during manual prime possibly due to occlusion. Customer's blood glucose was 429 mg/dl. After troubleshooting, it was found that insulin pump was functioning as designed. No further information provided.